Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to applied excessive stress for the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The instrument channel port or mouth piece was missing. Adhesive of the bending section rubber was detached, chipped, cracked, or had a burr. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a cystoscopy, the user found that the instrument channel port was detached from the device. The user completed the procedure. After the procedure, the user could not remove the tap of the instrument channel port. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.